Manufacturer narrative:
(B)(4). Note: this report was previously submitted erroneously on november 29, 2023 under manufacturing report number 0001822565-2023-03342. . D10 medical devices: femur cemented cruciate retaining (cr) standard left size 10 catalog#: 42502606801 lot#: 65602803. Tibia fixed cemented left size f stem extension catalog#: 42542007501 lot#: 65906024. All-poly patella cemented 29 mm diameter catalog#: 42540200029 lot#: 66094781. Tibial augment cemented half block left medial size ef 10 mm thickness catalog#: 42555805310 lot#: 65263062. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately two months post-implantation due to infection. The tibial insert was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection.

Event description:
No further event information available at the time of this report.